Manufacturer narrative:
Final device evaluation found that the device was returned with the jaws jammed almost closed and the blade not retracted, but fully contained within the jaws. Upon evaluation, it was determined that all of the pads on the jaws were present and the jaw appeared to be in alignment. The handle could latch and unlatch, but the jaw did not respond to the main handle controls, and the trigger was unable to move. The device blade was out of its track and may have been slightly misaligned. The device could not be fully electrically tested due to its returned condition, but was connected to the generator and no error codes were displayed. The device history record was reviewed, and no discrepancies were noted.

Event description:
It was reported that the device would not cauterize. There was no patient injury. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.